Event description:
It was reported that during a dialysis catheter placement procedure, the clamp of the device allegedly broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 09/2023)

Event description:
It was reported that during a dialysis catheter placement procedure, the clamp of the device allegedly broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm glidepath d/l catheter was returned for evaluation. Gross visual evaluation was performed. The investigation is confirmed for the reported fracture issue, as the blue luer clamp was noted to have a complete fracture. The clamp segment was not returned. The red luer clamp was also noted to have a small fracture. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2023).